Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states cancer. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.